Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection identified the lead had been cut 24.5 cm from the terminal pin. Resistance testing confirmed the lead was electrically continuous. Pressure testing was not performed due to the cut in the insulation. Laboratory evaluation determined the damage occurred during the explant procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The product is being evaluated in our post market quality assurance laboratory. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this patient presented to the emergency room and interrogation revealed anti-tachycardia pacing (atp) therapy and defibrillation therapy had been delivered for a ventricular tachycardia. The patient¿s arrhythmia was not converted with the therapy. An x-ray revealed the right ventricular (rv) lead had dislodged and was located on the tricuspid valve which resulted in sensing issues and the inappropriate therapy. Additionally, insulation damage was observed. A revision procedure was performed and the lead was removed from service and replaced. No additional adverse patient effects were reported.